Event description:
An abstract was received titled: broken kirschner or guide-wire retrieval: a report of 4 cases, department of orthopaedics, postgraduate institute of medical education and research, chandigarh, india. Authors and website: sen, ramesh kumar; tripathy, sujit kumar; aggarwal, sameer; agarwal, amit; goyal, tarun; tahasildar, naveen; dhatt, sarvdeep. Reportedly: two cases were reported in which the guidewires had protruded into the pelvis. No further information is available at this time. This report is for guidewires. It is unknown if the guidewires were synthes devices. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Date of event: 2010 dec; 20 (4) :551-554. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.